Event description:
Event description cpi received information that this transvenous defibrillation lead was exhibiting impedance of 2000 ohms, with one episode of oversensing recorded. A lead extraction was successfully performed on 12/15/00, but the patient's posterior svc was perforated during the procedure.